Event description:
On (B)(6) 2011, pt and trainer reported the pt was having concerns with the infusion device not cancelling boluses. Pt stated he only programs multiwave boluses per his doctor's orders but is unable to cancel the bolus after confirming the bolus. Pt reported he presses the check button after he programs the duration of the bolus, but when he attempts to stop the bolus, the infusion device does not respond. Pt stated he is able to cancel the bolus by putting the infusion device in the stop mode after he receives his immediate bolus. Verified the pt is pressing the up/down arrow buttons after the bolus is confirmed, but the infusion device does not respond with the a8 (bolus cancelled) alert. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.